Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's hearing performance decreased suddenly. An impact cannot be excluded.

Manufacturer narrative:
Based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the reported decrease in perception was not caused by a technical problem. Rather, it appears likely that, due to bone growth over the reference electrode, the continuously increasing ground path impedance finally caused the reported drop in hearing perception. Although in-situ measurements indicated a coupling issue, a contribution to the reported performance decrease can be excluded. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The patient's hearing performance decreased suddenly. An impact cannot be excluded.